Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation. During the preparation of the clip delivery system (cds), it was noted that a few latent bubbles were seen in the device. Troubleshooting was performed three additional times and bubbles were still observed traveling down the catheter. Therefore, the device was not used and was replaced. There was no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported difficult to flush was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and returned device analysis, the cause of the reported difficult to flush was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation. During the preparation of the clip delivery system (cds), it was noted that a few latent bubbles were seen in the device. Troubleshooting was performed three additional times and bubbles were still observed traveling down the catheter. Therefore, the device was not used and was replaced. There was no adverse patient effects and no clinically significant delay in the procedure.